Event description:
During preventive maintenance testing the air sensor with channel one did not recognize air in the IV tubing. There was no pt involvement. The hosp biomed dept changed out the pump head, which includes the air sensor, to resolve the issue prior to notifying co.